Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date device returned to manufacturer was documented as june 24, 2019 in the initial report. This has been corrected to july 15, 2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the report of the bent tip was confirmed. The external features of the returned cutter were visually inspected and it was observed that the tip of the cutter had been bent. The cutter was examined and photographed using 28x magnification. Based on the photographs taken, the angle indicated that there was excessive force applied. The root cause was due to excessive lateral or side to side force applied which is user error. A device history review was performed, and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Concomitant medical device: cutter device, therapy date: (B)(6) 2019. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 1 of 2 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that two cutter devices bent while opening a suture hole for tenting. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.